Event description:
It was observed that during the device evaluation, the evis exera ii colonovideoscope air/water cylinder, air/water tube and jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.